Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level that displayed as "high"; although specific value was not provided and cause of bg not known. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged 3 days later, (B)(6) 2026 with the issue resolved and no permanent damage.